Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited fluctuating right ventricular (rv) pacing impedance measurements from 400 ohms to 2,000 ohms. Additionally, an increase in rv pacing threshold measurements was observed; however, sensing was appropriate. It was reported the patient rarely requires ventricular pacing. An invasive procedure was performed. It was found that the terminal pin of the rv lead was not completely inserted into the device header. The lead was reseated in the device header. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.